Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high and low blood glucose level. Customer¿s blood glucose was 45 mg/dl. The customer also reported other blood glucose values such as above over 300 mg/dl, 300 mg/dl. The customer was treated for high blood glucose with injection and low blood glucose with cookie. The customer was did not want to troubleshoot for high and low blood glucose level or bent cannulas. The customer was reported that the infusion set had bent cannula. The customer was reported that the insulin pump had no delivery alarm. The insulin pump will not be returned for analysis.